Event description:
I had hip replacement surgery in left hip in (B)(6) 2008. By 2011, I had what I thought was a bad back, difficulty standing, and developed a limp while walking. Made one visit to orthopedic surgeon, x-ray showed implant was ok. Back problem continued, started to pull myself up the stairs using the railing. Started to sit a lot, pain down my left leg, assumed it was sciatica related to back. On (B)(6) 2012, went back to surgeon about left knee, and nurse wouldn't let me talk about left hip as she claimed it was separate issue and would need another appointment. In (B)(6) 2013, went back to surgeon -complaint about right hip, x-rayed both, told me to have MRI and ultrasound done on both. Surgeon said MRI showed fluid in left hip joint, asked I had hip or groin pain. He never asked about leg or back pain-then he said I might need revision surgery if I had groin pain. I went for 2 second opinions, blood tests ordered, chromium and cobalt levels were elevated to high. Both surgeons said I needed to get the depuy pinnacle metal on metal implant out- the sooner the better. Revision surgery done on (B)(6) 2014, back pain immediately gone. Surgery done at (B)(6) hospital, surgeon said he saw signs of both bone and tissue damage from the metal ball and liner. I still have toe numbness and ringing in my ears - I think from the metal in my body. You really should recall this device.